Manufacturer narrative:
In this incident, a proultra tip #6 separated outside of a patient's mouth. Though there was no report of patient injury (as no patient was directly involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or fununction (though such intervention is inadvisable per expert opinion provided by dr.). Therefore, this event is reportable. The device is available for evaluation has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a proultra endo tip separated outside of a patient's mouth. No patient injury occurred as a result as no patient was involved in this event.